Event description:
Reporter called lfs on behalf of patient alleging that the one touch basic enhanced meter would display a result following the meter countdown. Patient was described as vomiting and feeling nauseous during the time of concern. Patient was taken to the hospital, where a blood glucose result of "275 mg/dl" was obtained on the hospital meter. Patient was treated with insulin and released the following day. Medical affairs specialist was unable to reach the patient to obtain additional information. It would have been helpful to know how long the meter had been experincing the reported issue, patient's medication regimen, and how long the patient had been unable to test. The customer service representative was unable to resolve the issue through troubleshooting. Based on the information supplied by the reporter, the patient did suffer an adverse event, since patient was unable to test, experienced symptoms of high blood glucose levels, and was tested and treated for hyperglycemia. There is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.